Event description:
It was reported that the device locked up when the user attempted to charge to 360j. The device was in use in catheterization lab. There was no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). F/u with the reporter found that the customer was unable to duplicate the reported problem. Physio-control is anticipating the device return to the mfg facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.